Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer failure. A field service engineer extracted medications from behind auxiliary matrix drawers 1 and 7, which were obstructing the drawer sensors, and successfully restored the drawer functionality. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawer jammed unable to recover. A customer reported that the user was unable to dispense medication to the patient, resulting in a delay in the patient's care. There were no adverse events or injuries reported based on this event.